Event description:
A physician was using a gel mark biopsy site marker in conjuction with a mammotome. Biopsy device probe. When he removed the gel mark applicator from the probe, he observed that the tip had sheared off. He believes that the tip is in the pt's breast. There are no plans to retrieve it. There were no pt adverse effects.